Event description:
It was reported that during a lap gastric bypass procedure, the distal half of the staple line did not form. The staple line was oversewn and another device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.